Event description:
A nurse reported four patients exhibiting symptoms of toxic anterior segment syndrome (tass) following intraocular lens (iol) implant surgery. The surgeries occurred on three separate days and involved one surgeon. The patients' symptoms were described as more excessive than normal inflammation and fibrin coated iols that track back to the wound. In a follow-up, the nurse reported that symptoms were noted on the first postoperative day and fibrin was noted on the iol and tracking to the incision. She reported the event resolved with treatment and in the surgeon's opinion, it is unknown if the device caused/contributed to the event. There are four medical device reports associated with this event. This report is for the first patient.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2012 and (B)(4) 2012 by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2012. (B)(4).